Manufacturer narrative:
The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. There has not been any patient or end-user injury associated with this event; however, due to the possibility of clips left in the abdomen (unretrieved device fragments) this is reported to the FDA. The complaint device has been requested of the end-user facility and to-date has not been received at conmed corporation. The reported failure cannot be confirmed and the specific failure mode as well as associated root cause cannot be conclusively determined without examination of the actual device. Therefore, this complaint is considered inconclusive. If the complaint device is returned in the future, this complaint may be reopened for further investigation if deemed appropriate. To mitigate this issue, each device is verified in manufacturing to function properly before release by firing and inspecting four (4) clips. The second clip is fired and dropped through a go/no go gage and eye gap is measured under the vision system. The fourth clip is checked for eye gap with the go/no go gage. In addition, the last device manufactured from each shift undergoes a full fire test. A review of the manufacturing documents from the device history record for lot 1311121 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. The customer complaint is inconclusive since the device in question is not available for review. Without evaluating the suspected device a conclusive determination of root cause cannot be made. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed. Device never returned to conmed corp.

Event description:
It was reported to conmed that, "dr. (B)(6) was performing a lap chole. During the attempts at ligating, the structure he found the device to feel different in his hand during actuation. He also noted that the clip applier dropped clips and/or double fired. He continued using the device until he noted that the clips did not completely form and occlude the structure. He asked for a second device and after the second device discharged more than 1 clip on the initial attempt, the second device completed the desired ligating. " it was also reported that there was no patient injury.

Manufacturer narrative:
This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. The device return is anticipated; however, has not been received to date. When a quality engineering investigation of the reported incident is completed, a supplemental report will be submitted.